Event description:
It was reported to hill-rom that patient placed head under headboard of bed and raised the head of the bed, resulting in laceration to the scalp. Patient was treated with stitches. No product malfunction. This event was identified as reportable through a retrospective review.